Event description:
Medtronic received information that possible under delivery anomaly occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
(B)(4). Insulin pump passed the dat test with 0.08715 inches. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump functioning properly during testing. Insulin pump received with minor scratched lcd window and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.